Event description:
Related manufacturer report number: 2017865-2022-00343. Related manufacturer report number: 2017865-2022-00345. It was reported that the patient experienced an infection and presented in clinic. There was no allegation from the physician that the infection was related to the system or related procedure. An echocardiogram revealed vegetation on the atrial and right ventricular leads. The implantable cardioverter defibrillator system was removed. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.